Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, a possible cause was corrosion and a worn front nut. The e-box and nav connector were also serviced.

Event description:
It was reported that the handpiece leaked a blood-like substance while the equipment was being cleaned. There was no pt involvement. There were no adverse consequences reported as a result of this event.